Manufacturer narrative:
Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification was not provided for the patient mentioned in the journal article. The following could not be completed with the limited information provided. Age or date of birth - ni, weight - ni, date of death - ni, date of event - ni, device code - ni, expiration date - ni, date implanted - ni, date explanted - ni, (B)(6), manufacture date ¿ ni.

Event description:
Information was received based on review of a journal article titled, "no clinical difference between large metal-on-metal total hip arthroplasty and 28-mm-head total hip arthroplasty?" Which aimed to test the claim of greater range of motion (rom) with large femoral head metal-on-metal total hip arthroplasty using m&#8301;magnum and mallory-head acetabular components with arcom liners manufactured by biomet; and to investigate whether large femoral head metal-on-metal total hip total arthroplasty has greater rom at one year postoperatively compared to 28-mm metal-on-polyethylene. One patient was identified in the article that underwent hip arthroplasty on an unknown date. Patient follow-up results provided indicate that the patient experienced a cyst in delee and charnley zone 3 post-operatively using metal-on-metal. There has been no further information provided and the patient outcome is unknown.